Manufacturer narrative:
Analysis of the pump found no evidence of anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving intrathecal baclofen 500 mcg/ml (dose 181 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as multiple sclerosis and intractable spasticity. On (B)(6) 2015 the pump was replaced and would be returned. The patient was having withdrawal symptoms from baclofen and increased spasticity. The issue was identified by a volume discrepancy (volumes not reported). A catheter dye study was done and the catheter flowed freely. The patient was taken to the operating room (or), the pump was disconnected, and the catheter aspirated without issue. A new pump was implanted. The issue was resolved at the time of this report and the patient's status was "alive- no injury". On (B)(6) 2015 additional information received indicated the implanting physician told the reporter that the managing physician checked the volume of the pump when the patient arrived.